Event description:
During the implant of a left ventricular assist device (lvad), it was reported by the coordinator that once the pump was implanted, bleeding was observed from the outflow graft at the connection between the pump and the screw ring. In order to reduce the bleeding, the surgeon attempted to re-seat the graft into the pump by removing the ratched screw ring and upon his attempt to remove the screw ring, it was noticed the metal ring at the proximal end of the outflow graft had became unscrewed. A decision was made to perform another by-pass surgery to replace the outflow graft.

Manufacturer narrative:
The patient remains on lvad support without any further issues. The outflow graft that was changed out during implant was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.